Manufacturer narrative:
The device is not available to stryker for evaluation. A follow-up report will be filed if the product is returned back to the manufacturing site for further investigation.

Event description:
It was reported that during testing the device over-heated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.